Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon found an extreme number of very severe adhesions between the small bowel and the mesh. There were just innumerable total obliteration of the anterior abdominal wall in the vicinity of the prior repair. The surgeon proceeded to take down these adhesions that were extremely adherent right up to the edge of the mesh. He encountered several loops of small bowel which he literally had to peel off because of the very dense adhered nature. He did this extremely slowly and meticulously, as it really incorporated a portion of the wall of small bowel. It was reported that the patient experienced severe pain, diarrhea, chills, inflammation, abdominal bulge, discomfort, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/16/2020.